Event description:
A complaint was received regarding an unspecified trisfuse IV set that experienced leakage during use. It was reported that within 10 minutes of starting patients daily tpn/l/pain pump the tubing was leaking. Upon investigation found that blue/green connection on the tri-set was leaking distal to the connection with the mini vol tubing. The date of incident was on 14-apr-2025 while in use for patient care. There are no other devices being used on the patient at the time of the event that may have caused or contributed to the event. Nch tracking number (B)(4).

Manufacturer narrative:
A2 - date of birth - the patients age of 17.63 years was used to approximate the date of birth as 1 aug 2007. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary: one (1) used. List #unknown, trifuse set was returned for evaluation. As received some tpn/l solution residuals was observed. No additional damage or anomalies. The set was primed at gravity pressure and a leaks from between adaptor and the checkvalve with a light green clamp line was confirmed. A crack on the adaptor was observed. Complaint of leaks can be confirmed. The probable cause of the crack that led a leak is unknown.